Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: patient 1 ¿ (B)(4), patient 2 ¿ (B)(4), patient 3 ¿ (B)(4), patient 4 ¿ (B)(4). Could you kindly provide the lot number for each case, please? Please provide the source or name of person providing answers to follow-up questions: I am unable to provide lot numbers for any of the specific items used since they were not recorded or reported to me. I can however provide a best ¿guess¿ as they are a small facility and the opened box on the shelf was most likely the product that was used in the case. I am providing answers to the questions as the account executive responsible for this customer. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During about four robotic procedures that the needle has popped off while suturing unknown tissue. Another like device was used to continue with the procedure. There were no adverse consequences reported. No product returning. Additional information was requested.